Event description:
Additional information received. A. Was surgery time extended? If yes, what was the duration of the delay? No, the incident occurred when the distributor received our implants in his warehouse, at that time the distributor separated the implant so as not to put it in for surgery. B. Was there any adverse consequences that affected the patient because of the reported event? No, the implant did not leave the distributor's office and was not used in any surgery. C. Affected side: the implant came without the outer packaging.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. All available product photographs were reviewed. Images provided show the reported attune tibial insert in the inner packaging. The outer box can not be seen in the provided images, therefore, investigation can confirm the outer packaging is missing. However, none of the provided pictures show that the inner packaging has been breached, therefore, the investigation can not confirm that the sterility of the device is compromised. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available product photographs were reviewed. Images provided show the reported attune tibial insert in the inner packaging. The outer box can not be seen in the provided images, therefore, investigation can confirm the outer packaging is missing. However, none of the provided pictures show that the inner packaging has been breached, therefore, the investigation can not confirm that the sterility of the device is compromised. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.,the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. All available product photographs were reviewed. Images provided show the reported attune tibial insert in the inner packaging. The outer box can not be seen in the provided images, therefore, investigation can confirm the outer packaging is missing. However, none of the provided pictures show that the inner packaging has been breached, therefore, the investigation can not confirm that the sterility of the device is compromised. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Implants came without the original box or cellophane wrap. The implants came open and they can not be used in surgery considering they would not be accepted.